Event description:
It was reported that the pump indicated a data log corruption. The customer experienced a ¿high¿ blood glucose (bg) level, a specific bg value was not provided. The customer administered a manual injection to address bg level. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.